Event description:
It was reported that the customer requested a quick bolus. Reportedly, the pump indicated that the bolus was initiated; however, the bolus did not appear in the bolus history and insulin on board (iob). The customer requested and delivered an add'l bolus via the touch screen. The bolus was recorded in the history and iob. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.